Manufacturer narrative:
As per hcw facility, drew blood, activated safety, went to put into sharps disposal and tubing caught on something, needle flipped and stuck hand. As per rn, hcw provided pep and hep b booster in ER.